Manufacturer narrative:
The unit was received with a blank display due to a moisture-damaged electronic assembly. The following physical damage was noted: minor scratched lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. The weird codes could not be verified due to the blank display anomaly.

Event description:
The customer reported via phone call that her insulin pump stopped working; the device displayed weird codes yesterday and now the customer cannot get the device to turn on. The customer changed the battery and the insulin pump still would not activate. The patient's blood glucose at the time of incident I s unknown. Troubleshooting was initiated for the blank display anomaly and the customer confirmed that there was a deep scratch across the screen and act button. The customer did not recall how the damage occurred; she believes that she may have rubbed up against something since she is always wearing the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.